Event description:
Customer reported that an 840 ventilator was unable to make any changes on the screen, display frozen. Device was being used on a pt when event occurred. The pt was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot over the phone. Tse recommended running the ventilator for 48 hours and then run extended self test (est). Customer reported that alleged malfunction could not be duplicated. Covidien was not authorized to service device.

Manufacturer narrative:
(B)(4).